Manufacturer narrative:
According to the instructions for use (IFU), bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post surgical bleeding (including hematoma development) may occur immediately after the surgery or there may be a delay. In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. In this case, the cause of bleeding was not identified in the available records; however, the patient had pre-existing liver cirrhosis and was noted to have clotting issues post procedure. It appears that this disorder may have contributed to the bleeding reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During medical record review, it was discovered that an access site bleeding complication occurred. The transfemoral procedure was performed via surgical cut-down, and after successful valve deployment, the right side access site was surgically closed without complications. A left groin hematoma was noted during the surgical closure of the artery. The estimated blood loss was less than 25 cc. The patient was transported to pacu in stable condition. However, the records indicated that during post-operative recovery, a hematoma developed on her right groin with diffuse bilateral groin and peroneal ecchymosis. The patient was noted to have acute blood loss anemia, and acute-on-chronic thrombocytopenia. She required packed red blood cells and platelet therapy. The patient continued to have groin management issues and was taken to the or for evacuation of her right groin hematoma and placement of a jackson-pratt drain (jp). A paracentesis was performed due to worsening ascites. Aspirin and platelet therapy were stopped due to acute thrombocytopenia and groin bleeding and her platelet count, hemoglobin and hematocrit stabilized. The patient was discharged in stable condition to a rehab facility 15 days post tavr with the jp drain remaining. The initial report stated that the patient died 5 months post tavr; however, there is no indication in the available records that the patient¿s death was related to the post-procedural bleeding event. No additional records were available.